Event description:
Related manufacturer reference number: 3006705815-2021-02098. It was reported that the patient's trial procedure was abandoned because the patient was in too much discomfort.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.